Event description:
Consumer reports high readings on their paradigm link meter when compared to a competitive meter. Analysis run on clark error grid using competitive reading (100) as ref. Point vs. Bd readings of 300 yielded data point in the c range of the grid, outside acceptable ranges.